Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown, however, the peg tube has been in place for 3 months. According to the complainant, the patient had infection, redness (2-3cm in diameter) and itching around the stoma site. The patient was referred to a dermatogist and was treated with ciprofloxacin 750mg and bactroban 2% cream for 10 days. The patient's condition was reported to be "no problem."